Event description:
Pt revised to address instability, knee was in varus.

Manufacturer narrative:
No products were returned for examination. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not draw any conclusions about the reported joint instability; however, provided information stated revision surgery found the knee in varus condition. The reported pt's physical stature and activity level are possible contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.